Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -8.0d implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Low vault was observed. Lens exchanged with a longer length lens on (B)(6) 2024 and problem was resolved. Cause of event was reported as patient-related factor.

Manufacturer narrative:
Claim# (B)(4).